Event description:
Dist received info stating these two co sutureless leads were capped due to a probable lead fracture. Interrogration of the ICD revealed discordant evidence consistent with lead fracture. The leads were capped and replaced.